Event description:
It was reported that the patient's right ventricular lead exhibited fluctuating capture threshold. X-ray was performed and revealed lead dislodgement. The lead was repositioned on (B)(6) 2023. The patient was stable.